Manufacturer narrative:
Analysis found that the battery performance alert (bpa) was determined to be invalid. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.